Event description:
It was reported that a pump declared a cartridge change error due to the absence of a rubber o-ring around the pneumatic tap, causing difficulties in loading the cartridge. There was no adverse impact to the customer's blood glucose level. The customer was able to eventually load a cartridge to resume insulin delivery, but sometimes it required more than one attempt. Ultimately the pump was replaced.